Manufacturer narrative:
Failure analysis added further clarification: the surgeon observed that the wrists of the monopolar curved scissors instrument suddenly exhibited inappropriate movements. The instrument was discovered to have a broken grip cable at the grip hub, which could lead to improper movements.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a fully broken grip cable at the grip hub. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the surgeon noticed that the wrists of the monopolar curved scissors (mcs) instrument suddenly made inappropriate movements. The patient side assistant de-installed the instrument after reinstallation the system was not able to recognize the mcs. After visualization of the wrist and removing the tip cover, or team observed the broken cords of the instrument. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical. Inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the issue occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occur while the surgeon was attempting to manipulate instruments from the surgeon console, during the procedure steps. The failure was related to an inability of the wrist to articulate, the instrument was able to move. The movements of the surgeon scaled appropriately to the instrument. The movements of the instrument¿s wrist were chaotic, not as the surgeon console intended. The timing of instrument movement was appropriate. There were no shakiness and/or friction experienced/observed. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent and they proceeded with the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.